Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was observed that the right ventricular (rv) lead exhibited high thresholds and was not pacing the ventricle. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was observed that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.